Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing/set) alarm on the homechoice during use. The patient was connected at the time of the alarm. This occurred during fill two of four of peritoneal dialysis (pd) therapy. During therapy the patient¿s supply bag fell and the line disconnected causing the alarm. The technical service representative (tsr) explained the alarm and assisted the hp in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the heater line had become disconnected, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.